Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: h3, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: the fiber is break, deep cracked around video connector, cut on video cable, there is no image a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device lens was cracked. The issue was identified during reprocessing. There were no reports of patient involvement.